Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call off no power anomaly, weak battery alarm and low blood glucose levels. Customer's blood glucose level was 33 mg/dl. Customer treated their low blood glucose. Troubleshooting for off no power was performed. Customer was advised to replace the insulin pump with a new battery. Troubleshooting for weak battery was performed. Customer was advised to use an energizer battery but they used another brand. Customer disconnected the call before troubleshooting was completed.